Event description:
An ultratome was used for therapeutic purposes. During the procedure, the cutting wire broke off and got caught in the pt's duodenum. It was later removed. The pt was kept overnight for observation and eventually released when it was determined that no device fragments had remained inside of the body.